Event description:
Repair request initiated for device with the report of can not lock tool. It was reported there was no patient involvement. Repair request escalated to a product event due to reason for return and on evaluation due to detached bearings.

Manufacturer narrative:
H3: product analysis: evaluation couldn't able to test the reported malfunction of the unable to insert tool due to other device mal function. However it was noted that detached distal bearings and leg is scratched or dented. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.